Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-49223. It was reported the patient experienced ineffective stimulation due to a fractured extension. Surgical intervention took place wherein the extension was explanted and replaced. Effective therapy was restored. Note: it is unknown which extension was fractured, as such both extensions are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.